Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that during a power outage lasting for approximately 5 to 10 seconds on the surgical intensive care unit the pumps became inoperable. The infusion pumps containing a maintenance dose of ns shut down during the brief event, despite the pumps being plugged into their emergency red electrical sockets. The emergency red electrical sockets are hooked up to their emergency generators and automatically power back on within 5 to10 seconds. After the power was restored, the pumps had to be reprogrammed entirely as opposed to selecting the ¿restore¿ button. The error message on the alaris pump read ¿system error¿. Although requested, there was no report of harm.

Manufacturer narrative:
Additional information added to: the customer¿s report that during a power outage the pumps became inoperable was confirmed in the device logs. The customer also reported that after power was restored the pumps had to be reprogrammed, the restore functions was not an option. The pcu error log identified and error code 121.2000.2 (comm failure, psp comm subsystem) on (B)(6) 2019 at 2:42 am. The xxx.xxxx.2 which signified that the error was a runtime error and triggered a watchdog alarm. Testing performed replicated a system malfunction with the same error code. The malfunction was produced after the input voltages was taken far outside the alaris system design requirements. On the (B)(6) 2019 at 2:27 am, prior to error code 121.2000.2. The pcu event log recorded the pcu with 4 pump modules were attached. 3 of the 4 pump modules were infusing. At 2:42 am, the log recorded the pcu toggling between ac and dc supplied power, seconds later the malfunctions occur.red the pcu continued to toggle between ac and dc power test results: a power cycler was used to emulate the events that were seen in the log prior to the system failure. With the cycler set to cycle ac power in 1 second intervals, the pcu and infusing pumps were submitted to ac power loss every second. The pcu and infusing pumps were in this power cycle condition for over 24 hours. There were no irregularities observed. Testing performed on the 24 volt switching power supply using a autotransformer found the device did produce error code 121.2000.2 the probable cause of the error code 121.2000.2 (comm failure, psp comm subsystem) was identified related to drop in the input voltage during the power outage. The report the restore function was not an option was confirmed. As per device specifications and visual messages provided on the pcu screen at the time of the event which was: system error operating channels will continue as programmed. Press silence to reset the alarm. Replace pc unit as soon as possible. Settings un-restorable. Record before pressing system off."

Event description:
It was reported that during a power outage lasting for approximately 5 to 10 seconds on the surgical intensive care unit the pumps became inoperable. The infusion pumps containing a maintenance dose of ns shut down during the brief event, despite the pumps being plugged into their emergency red electrical sockets. The emergency red electrical sockets are hooked up to their emergency generators and automatically power back on within 5 to10 seconds. After the power was restored, the pumps had to be reprogrammed entirely as opposed to selecting the ¿restore¿ button. The error message on the alaris pump read ¿system error¿. Although requested, there was no report of harm.